Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Were any concurrent devices implanted? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure (laparoscopic, open)? Were there any intra-operative complications? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. Please describe any medical intervention performed for the urinary tract infections including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Facility name? Product code and lot number?

Event description:
It was reported via clinical trial patient: new log line 1: adverse event term: uti start date: 23 dec 2011 date of surgery: (B)(6) 2010 primary procedure performed: sacrocolpopexy product used: gynecare gynemesh® ps age at consent: 61 years end date: (B)(6) 2012 severity: mild relationship to study device: unlikely relationship to primary study procedure: unlikely intervention/treatment (check 'none' or all that apply) none: no drug therapy: yes outcome: recovered/resolved without sequelae if the event is marked as being related to the procedure, indicate which procedure the event is related to: index.